Event description:
The device was returned by the customer contact to the service center for service. This did not indicate a reportable malfunction. However, during verification testing the device was found to have corrosion in the battery compartment due to battery leakage from the disposable batteries.

Manufacturer narrative:
During testing, it was noted that there was evidence of corrosion in the battery compartment and on the battery door of the device. The probable cause of corrosion was due to disposable battery leakage. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.